Event description:
It was reported that (1) device was used during a gastroplastic procedure. It was reported by the affilaite that during the use of the tcr75, only half of the staples left were fired. The other half were still in the load. Another device was used to complete the case. There was no consequence to the pt.